Event description:
It was reported that a 3000tfx aortic valve was explanted after a duration of 48 months due to aggressive calcification. The hospital pathology has already conducted tests and cut out some of the leaflets and will not release the valve or the operative report as no patient consent has been provided.

Manufacturer narrative:
Evaluation: method: device retained by the hospital. Additional manufacturer narrative: patient consent was not able to be obtained; consequently the healthcare provider did not release the op report and elected to retain the valve. As the device was not returned, no evaluation was able to be made to confirm the reported event. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to the event. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. Aortic stenosis can be due to multiple factors, (calcification, pannus growth,etc...). Without adequate information from the healthcare provider; we are unable to conclusively determine the root cause for the explant of this device.